Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) gave a lead alert with a set screw notice. Additionally, the right ventricular (rv) lead exhibited oversensing with increased sensing integrity counter (sic). The lead and device remain in use. No patient complications have been reported as a result of this event.